Event description:
It was reported the pt felt a sudden intense stimulation after which stimulation turned off and would not turn on again. Diagnostic testing confirmed all contacts with invalid impedances. Follow-up revealed the patient was referred back to her neurosurgeon for surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.